Manufacturer narrative:
The affected device was sold to the customer in (B)(6) 2008. The investigation was based on the reported information and a device analysis performed by dräger service. Based on the available information from the user and the device analysis, it is likely that a failure of the I:e valve resulted in the device being stuck in the inspiration phase and not switching to expiration. Upon prolonged inspiration a visual and audible airway pressure high alarm will be triggered to alert the user. The current airway pressure is visible to the user by looking at the pressure gauge. Furthermore, the airway pressure to the patient is limited by a mechanical safety valve of the oxylog 2000 to 70 mbar which is 30mbar below the safety requirement of the applicable standard. In case of a technical problem, according to the IFU an alternative independent ventilation device has to be used instantly. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the patient experienced chest tightness due to air injection by the ventilator without air ejection (inspiration cycles performed by the ventilator without expiration cycle: the patient "swollen"). It was necessary to unplug the respirator to resolve the hyperpressure. It is reportedly possible that the valve of the ventilator is the cause of the thoracic hyperpressure and the cardiac arrest of the patient. The patient is in intensive care but, but there are no further consequences related to the incident.